Event description:
Due to a design flaw in the medtronic minimed quick-serter model mmt-395, during insertion of a quick-set model mmt-393 insulin infusion set, the adhesive pad around the cannula adhered to the inside of the quick-serter. In the process of un-sticking the adhesive pad from the quick-serter, (B) (6) damaged the cannula. This resulted in several properly-reported "no delivery" messages from (B) (6) mmt-522 insulin infusion pump over the course of the next hour, along with several attempts to re-start the flow of insulin to the patient. After approximately 2 hours, (B) (6) removed the damaged infusion set and replaced it. The resulting lack of insulin delivery, as well as the uncertainty as to how much insulin had been delivered - during the blockage due to the design flaw in the quick-serter, a great deal of insulin spilled out of the infusion set, but was therefore treated as having been delivered by the pump-, resulted in a severe hyperglycemic episode for (B) (6), along with two hypoglycemic events later in the day resulting from over-correction of the hyperglycemia. The design flaw is that the interior dimension of the mmt-395 is 41 mm, but the adhesive pad is 40 mm wide. The lack of clearance between the edge of the pad and the inside of the plunger-tube makes it a common failure to have the adhesive pad get stuck onto the inside of the plunger-tube. The clearances and tolerances involved make it obvious that the mmt-395 is simply not large enough to safely insert quick-set infusion sets. Dates of use: (B) (6) 2004 - (B) (6) 2010. Diagnosis or reason for use: type 1 diabetes.